Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the connector was in good condition, but the tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Upon connecting the fiber to the console, error 67 (expired) was displayed and the console read: treatments used: 1 treatments left: 0. Lastly, visual inspection identified that the fiber body was broken in two pieces. Therefore, the reported fiber break was confirmed. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that during procedure it was noticed that there was an energy output loss. Upon checking the laser shaft, a break and burn mark was found at the velcro fastening area of the protective covering, so the use of the device was discontinued. The procedure was completed using another fiber. There were no patient complications. It was confirmed that the fiber was physically broken.

Event description:
It was reported that during procedure it was noticed that there was an energy output loss. Upon checking the laser shaft, a break and burn mark was found at the velcro fastening area of the protective covering, so the use of the device was discontinued. The procedure was completed using another fiber. There were no patient complications. It was confirmed that the fiber was physically broken.